Event description:
It was reported that the skin would not pass through the zimmer skin graft mesher. Additional clinical information received from the hospital indicated that "the board was not catching and was going through" at the time of the reported event. There was no patient involvement and alternate units are available for use without delay.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 02/07/2012. There were no related non-conformances. Inspection of the device determined that the unit displayed no damage. The device was slightly out of calibration on the right side. The unit being out of calibration on the right side most likely did not cause the event, as the mesher produced an acceptable test mesh. The roller, comb and gear were replaced as a preventive measure. However, no issues we found with these parts. The reporter did not return any cutters for evaluation with the mesher and it could not be verified if the cutters may have been the cause of the reported event. The device was serviced and returned to the customer.